Event description:
It was reported that the customer received "bad referrals from outside institutions where patients had bladder burns". It is unclear if the bladder burns were a result of a greenlight procedure. Additional info is not available.